Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient complained of pacing inhibition that led to lightheadedness and dizziness. Technical services (ts) discussed and recommended replacement. Subsequently, this device was explanted and replaced. This crt-p has been received for investigation. No additional adverse patient effects were reported.